Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that on two occasions on same day, the stylet was not able to be removed after insertion into patient's proximal tibia. A different site was used on both occasions. In both scenarios, the needles in question were not retained. The inserters were considered experts by the chief.

Manufacturer narrative:
(B)(4). The DHR file is not available for review in the us. Ez-io needle set 9001-vc-005 (lot/batch not provided) was never returned to teleflex for investigation purposes. The root cause cannot be established. The complaint cannot be confirmed.

Event description:
It was reported that on two occasions on same day, the stylet was not able to be removed after insertion into patient's proximal tibia. A different site was used on both occasions. In both scenarios, the needles in question were not retained. The inserters were considered experts by the chief.